Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 224 and 198 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 186 mg/dl using truetrack meter and 162 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns:customer is concerned with the results of 224 and 198 mg/dl from the meters memory. Customer was only able to provide me with 2 results from the meter that were above her normal range.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/1/2017 returned test strips produce low readings. Most likely underlying root cause of low readings is due to improper storage: strip left outside of vial for an extended period of time. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 224 and 198 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 186 mg/dl using truetrack meter and 162 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: a 102mg/dl (B)(6) 2017 07:13 pm fasting:yes. A 141mg/dl (B)(6) 2017 09:32 pm fasting:yes. A 224mg/dl (B)(6) 2017 09:24 pm fasting:yes. A 198mg/dl (B)(6) 2017 08:43 pm fasting:yes. A 130mg/dl (B)(6) 2017 07:34 pm fasting:yes. Memory concerns:customer is concerned with the results of 224 and 198 mg/dl from the meters memory. Customer was only able to provide me with 2 results from the meter that were above her normal range.